Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Report submitted by csi service & repair team- "would not defrost." Ref (B)(4). Ll100 multi tip w-tc 900629 e-complaint: (B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples inspect stock product. Distribution history: this complaint unit was manufactured at csi on 10/31/2018 under wo (B)(4) and shipped on 6/7/2019. Manufacturing record review: DHR 257978 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit did not display temperature. Root cause: the thermocouple wire was not connected internally. The unit will operate producing a cold tip, but the temperature would not display. Assembly error. Corrective actions the unit was repaired, tested to specifications and returned to the customer. Several units from fg were pulled to inspect. Four units found to have various issues by service & repair. Units to be re-worked. The training records were updated for current assembler. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. Was the complaint confirmed? Yes.

Event description:
"Would not defrost". 900629 ll100 multi tip wtc e-complaint (B)(4).